Event description:
The customer contact reported the piercing pin of tubing set punctured the blood product container. The tubing set was to be used to deliver an unspecified volume of packed red blood cells (prbcs). The customer contact reported that after the nurse inserted the piercing pin of the tubing set into the administration port of the blood container, the piercing pin punctured the blood container at an unspecified location. No specified details were provided. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if a replacement container of prbcs was obtained and if the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.